Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer called adc on (B)(6) 2017 and reported receiving higher readings on her freedom lite meter compared to how she felt. Customer further reported that ¿about 3 weeks ago¿ at 9 pm, she received a reading of 300 mg/dl on her adc blood glucose meter. The customer injected 5 units of humalog insulin and went to sleep. Between 1-3 am the following morning, the customer¿s daughter noticed the customer¿s eyes were open, but she was unresponsive. The customer reported that she had experienced a loss of consciousness. The daughter called 911, and upon arrival paramedics measured the customer¿s blood glucose at 20 mg/dl on their meter. They administered intravenous glucose and transported the customer to a hospital. At the hospital a reading of 36 mg/dl was obtained, and the customer was given food to eat. She was re-tested with a result of 20 mg/dl. (No times for any of the readings were provided.) The customer was diagnosed with hypoglycemia and treated with additional intravenous glucose. The customer remained in the hospital until 11 am, when she was considered stable and allowed to go home. No additional readings were provided. The customer mentioned she was taking intravenous antibiotics as she just had foot surgery, but the antibiotics were stopped while she was in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note-the date reported in b3 "date of event" is an approximation based on the information provided by the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called adc on (B)(6) 2017 and reported receiving higher readings on her freedom lite meter compared to how she felt. Customer further reported that ¿about 3 weeks ago¿ at 9 pm, she received a reading of 300 mg/dl on her adc blood glucose meter. The customer injected 5 units of humalog insulin and went to sleep. Between 1-3 am the following morning, the customer¿s daughter noticed the customer¿s eyes were open, but she was unresponsive. The customer reported that she had experienced a loss of consciousness. The daughter called 911, and upon arrival paramedics measured the customer¿s blood glucose at 20 mg/dl on their meter. They administered intravenous glucose and transported the customer to a hospital. At the hospital a reading of 36 mg/dl was obtained, and the customer was given food to eat. She was re-tested with a result of 20 mg/dl. (No times for any of the readings were provided.) The customer was diagnosed with hypoglycemia and treated with additional intravenous glucose. The customer remained in the hospital until 11 am, when she was considered stable and allowed to go home. No additional readings were provided. The customer mentioned she was taking intravenous antibiotics as she just had foot surgery, but the antibiotics were stopped while she was in the hospital. There was no report of death or permanent injury associated with this event.